Manufacturer narrative:
(B)(4).

Event description:
The patient stated that there were vertical lines in the results field of the display of the coaguchek xs meter serial number (B)(4). The patient installed new batteries in the meter and stated that there was corrosion on the battery contacts. The patient was advised to clean the battery contacts. The patient re-installed batteries and performed a display test. The display was missing all of the icons and only displays several vertical lines going across the results field of the display. It is possible for the patient to mis-interpret a result due to the issue. No adverse events were alleged to have occurred to the patient. The patient's meter was requested for investigation.

Manufacturer narrative:
Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.